Event description:
On 9/13/96. During a procedure to remove a large, sphenoid left wing meningeoma, a bone plate was implanted in the cranium. On 2/12/97 surgery was performed to replace alleged broken plate.